Manufacturer narrative:
(B)(4). No conclusion code available. The reported short eri to eol margin was confirmed in the laboratory and was due to numerous high voltage charges resulting from noise. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that when the patient presented in-clinic for a generator change-out due to normal eri, a short eri to eol margin was observed. The deviec was explanted and replaced without complications. The patient was in stable condition.